Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The details of the lesion are unk. The 1.5x8mm apex push over the wire balloon was inflated and ruptured before reaching the nominal pressure. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.